Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella cp support was initiated via femoral access in a 17-year-old male with non-ischemic cardiomyopathy, heart failure, and cardiogenic shock required as a bridge to transplant. The patient was receiving inotropes, vasopressors, and mechanical ventilation. Elevated plasma free hemoglobin of 53 was noted during support, and device performance was reduced to p7 with improvement in hemolysis. The device was subsequently electively removed as part of planned management. The pump is coded for hemolysis, reflecting laboratory findings during mechanical circulatory support, and medical device removal, performed as part of a planned bridge to transplant strategy. Per the instructions for use, hemolysis is a known clinical finding and repositioning is recommended. The patient¿s underlying comorbidities, acute critical illness, and severity of condition may have contributed to the reported event. Comprehensive review did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient event. The patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Hemolysis/mechanical interaction with blood: the lt logs returned show stable motor current and pump with stable flows and purge values. There were no motor current spikes or trends and no suction alarms. The pump was returned cut so testing was limited. The device was inspected and there were no related abnormalities. The pump could not be hemolysis tested as it was cut. The cause of the issue was not established as no data log abnormalities were observed and no defects were observed on returned product and limited clinical information was provided device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The device was received after the initial investigation was completed. Therefore the investigation was updated. Investigation summary: hemolysis/mechanical interaction with blood: the cause of the issue was not established as no data log abnormalities were observed, pump was returned cut and limited clinical information was provided

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
Corrected information was provided in d1 (brand name) and d4 (UDI). Upon further review, it was determined that the information submitted in previous reports was inaccurate and required correction to ensure report accuracy and data integrity.